Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had battery out limit alerts. Customer stated that customer were not able to successfully clear the alarm. Customer had used 3 brand new batteries and still getting the same result. Customer stated buttons were responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.